Event description:
It was reported that an intraocular lens (iol) got broken (torn) from the base of its haptic to the optic after implantation. Balanced salt solution had been set since the beginning of the surgery, and the amount of it was sufficient. There was no incision enlargement, sac laceration, unplanned vitrectomy, and no sutures. There had been no resistance feeling even when the plunger was turned. The patient got good postoperative vision, in good health condition. There was no patient injury. The rest of the product is not returning as it was discarded and the lens remains implanted. No other information was provided.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. (B)(6). Other: the device is not returning for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.